Event description:
Patient reported being admitted to the hosp intensive care unit, in 2005, for treatment of high blood glucose (361 mg/dl) and low co2 (9 mm hg). Pt was given an insulin drip, to treat high blood glucose, and will remain hospitalized until co2 reaches 20 mm hg. At the time of the report, pt was still in the ICU.